Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricle lead migrated and was confirmed through CT scan which caused perforation. A lead replacement procedure has been performed. No further adverse patient effects have been reported. This lead has not been returned for analysis. Should further information be received, an updated report will be provided.